Event description:
The customer reported to olympus that the evis exera ii xenon light source front panel was blinking, and the image was absent. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
Customer name: (B)(6). The device has not yet been received by olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, it¿s probable that the front panel was blinking due to a poor mesh turret. Olympus will continue to monitor field performance for this device.